Event description:
Patient's mother reports that on (B)(6) 2017 she attempted to use the insulin pump on her son, (B)(6), the device worked on the first try however the device failed to read his blood sugar again. She attempted this 5 more times and it failed to read all 5 times. She attempted to switch it off and on but the issue remained. She has not yet contacted the manufacturer.